Manufacturer narrative:
The ge healthcare service representative issued a cost proposal for replacement of the bag to vent switch that has not been accepted to date. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Manufacture year 2005: date received by manufacturer: this MDR malfunction event was previously eligible for the voluntary malfunction summary reporting (vmsr) program. As of 9/16/2019 notification from FDA, this product code is no longer eligible for vmsr. According to the notification, ge healthcare must submit individual reports within 30 calendar days of receiving the notification. Therefore, this event is being reported as an individual MDR report due 10/16/2019.

Event description:
The ge healthcare service representative reported a malfunction of the bag to vent switch which prevents the selection of the desired mode of ventilation. There was no report of patient involvement.